Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the video system center had no image was confirmed. Additional potential adverse events were noted where the image disappears when the scope end connector was wiggled and scope connector is not properly held. Based on the results of the investigation it is presumed that for the event no image was displayed on the monitor occurred because the digital visual interface (dvi) did not work. Whereas the event image disappears when the scope end connector was wiggled, and scope connector is not properly held occurred because the locking latch of the video connector was worn out. However, a definitive root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use.

Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.